Manufacturer narrative:
10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the downstream occlusion bubbled and the tamper seal removed. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated/verified.?running three accuracy tests the pump was found to be working as intended and within the manufacturing specifications. No fault was found with the device relating to volume accuracy. However, due to the other problem discovered upon visual inspection, it was recommended that the bubbled downstream occlusion seal be replaced as corrective action. No root cause was determined. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that during testing, the pump failed volume checks and runs slow. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.